Manufacturer narrative:
Patient information was not provided. Section a was left blank. A review of the device's data logs revealed that the console issued purge disc not detected alarm several times. The returned console was examined. The purge disc flag was observed to be broken and was determined to be the root cause of the inability to detect the purge disc alarm.

Event description:
The complainant reported that the impella automated impella controller (aic) did not recognize the purge disc upon start up. The aic was removed from service. No patient harm was reported.